Event description:
It was reported that the reservoirs leaked. The current blood glucose reading is 171 mg/dl. Customer stated that the reservoirs are not closing properly. Customer blood glucose reading shot up to 548 mg/dl which she treated with a manual injection. Customer stated the leaking seems to be coming from the top of the reservoir. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.